Event description:
The customer reported that black plastic shards were coming out of the biopsy channel. The issue occurred during reprocessing of an olympus colonovideoscope. No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.